Event description:
A customer reported to baxter (B)(4) of an administration set for blood and blood component in which the customer observed a leak of unknown medication from an unknown location of the set. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of an administration set for blood and blood component in which the customer observed a leak of unknown medication from an unknown location of the set was not confirmed during sample evaluation. One companion sample from same lot number was available for evaluation. The sample was visually checked; no issue was observed. The returned unit was also tested for underwater leak test at 0.56 bar, no issue was detected. The sample was working within specification. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.